Manufacturer narrative:
Additional information in h3, h6 and h10 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, however, a video and photos were inspected. The visual inspection of the provided video showed the product during priming with water leaking constantly. This kind of leak isn't caused by the sealing seam but it is not visible if it is caused by the protection cap or a defect dialysate port. Without actual sample the issue cannot be clearly verified. The visual inspection of the two provided photos observed in photo one the wiped product label. Photo two showed the dialysate port but there was no defect visible. The reported condition was not verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number:  (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a theranova 400, an external solution leak was observed at the end of the dialyzer, a crack was observed and loss of label integrity was noted. There was no patient involvement. No additional information is available.